Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to open. A field service engineer powered off the station and removed the drawer, observed that the hard stop screws were physically broken, preventing the hard stop from properly seating within the drawer, replaced the damaged screws with new ones and reinstalled the hardware back into the cabinet. After reassembly, the hardware was rebooted and tested through the application. All functions performed successfully, and application-based testing confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7 and 6 failed and was unable to open the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.